Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited false pause episodes due to undersensing. Upon review, total dropout and single signal dropout were noted. Additional testing was performed once the patient presented in clinic. The frequency of undersensing has improved. The patient was stable throughout and will continue to be monitored.